Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 400, 426 mg/dl. The customer was treated with the insulin pump. Customer stated that the drive support cap appeared normal. Customer stated that he had the insulin pump suspended and forgot to turn it back on for 4 hours. The customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer declined high blood glucose troubleshooting, they stated that he knows why it was high. The insulin pump will not be returned for analysis.